Manufacturer narrative:
The customer returned the reagent cassette for investigation. Testing was performed on the customer's reagent cassette and a retention cassette from the investigation site. Calibration and quality control results on both cassettes were within specification. A specific root cause could not be identified. A reagent cassette issue can be excluded. Possible root causes may be related to an instrument or pre-analytic issue.

Manufacturer narrative:
Further investigation was performed on the instrument. It was determined that the high results were pipetted from the small bottle of the affected reagent cassette. The possible root cause may be related to contamination of the reagent in the small bottle, even though this was not identified in the prior investigation. No further investigation is possible. A specific root cause for how the small bottle became contaminated was not identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned cholesterol gen. 2 (chol2) for 81 patient samples tested on the same reagent cassette. Of the data provided, the data for 57 patient samples were erroneous. Erroneous results were reported outside of the laboratory. The initial chol2 results were obtained on (B)(6) 2016. Corrected results were sent to the physician on (B)(6) 2016 when the samples were repeated. It was noted that the customer performs quality controls (qc) once a day at night. When qc was run the night after the initial chol2 results were received, qc recovery was 2-3 times what they normally receive. The customer performed a calibration and these results were higher than normal as well. The chol2 patient samples from the previous day were repeated on (B)(6) 2016 identifying the erroneous results. No adverse event occurred. The c702 analyzer serial number was (B)(4). It was noted that there were no issues when the customer switched to a new reagent cassette and other reagent cassettes were acceptable.